Manufacturer narrative:
The sample was not returned. The lot number is unknown, therefore, the device history record could not be reviewed. (B)(4).

Event description:
It was reported that the catheter developed a cuff upon deflation. The cuff created discomfort. Minor bleeding noted, no additional treatment required. Catheter was used suprapubicly.